Event description:
The customer reported to olympus, the video system center displayed error message 105 and the front panel leds lit up intermittently. The issue was found during preparation for a diagnostic endoscopic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The error e105 was displayed on the monitor due to defective printed circuit (zz) board. All the leds on the front panel were continuously blinking due to faulty printed circuit (dr) board. The evaluation also revealed the following findings: the receptacle of the video system center was loose, there was dust found inside and the front panel was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.